Event description:
Reporter indicated that patient had an increase in seizures above her pre-vns baseline seizure rate. Patient's pulse generator and lead were subsequently explanted and were returned to manufacturer for product analysis. No anomalies were detected with either explant during product analysis.